Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified alarms occurred. Additionally, it was reported that the customer experienced a low blood glucose (bg) level, specific value not provided, with "diaphoresis, shaking, tachycardia and some degree of confusion". Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.